Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 20. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted for an unknown reason. Follow-up was attempted to obtain the relevant information; however, no additional details are available at this time. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode. It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. It was also reported that the right atrial (ra) lead exhibited high impedance. The implantable pulse generator (ipg) was explanted and replaced and the rv lead was capped and replaced and the ra lead remains in use. No patient complications have been reported asa result of this event.